Manufacturer narrative:
Findings: a test reservoir was installed the reservoir was loose and did not locking place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated pump fell and site where the reservoir is attached is broken and plastic came off. The customer was advised that pump will be swapped.